Event description:
It was reported that the armada dilatation catheter was advanced to the proximal anterior tibia artery, heavily calcified lesion, without resistance. The balloon was inflated to nominal pressure. After inflation, the balloon only partially deflated. The armada was withdrawn without resistance. Once outside the anatomy, the balloon was noted still inflated. There was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the armada 14 instruction for use (IFU) states: the device is indicated to dilate stenoses in femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The 2.0 to 4.0 mm balloon diameters are also indicated for post-dilatation of balloon-expandable stents up to 40 mm and self-expanding stents up to 80 mm in the vessels listed above.